Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, the reload did not fire completely; stopped after short distance. The surgical time extended near 1.5 hours due to the product problem. The surgeon resected some tissue and used sutures and staplers to create leak-tight anastomosis.